Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received low battery alarm, external ram error alarm and unexpected restart alarm. The customer's blood glucose was 187 mg/dl at the time of incident. The customer stated that a basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not store and was not in use for an extended period of time. The customer stated that the unexpected restart alarm occurred after inserting a new battery. The customer stated that the unexpected restart alarm was recurring during normal use. The customer was advised that the insulin pump will need to be replaced. The customer was advised to monitor the insulin pump and they may continue to wear the insulin pump until the replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.